Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient passed away from unrelated causes before intervention could take place. Further information was requested, but not yet available.